Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-21414297-(B)(4): the fiber cap is attached to fiber; the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing the glass cap exhibits severe devitrification at output window; the metal cap exhibits moderate detritus adhesion and signs of crystal deposits on surface; the outer flow tubing open end exhibits minor scratch marks, and severe contamination, likely biologic; the connector segments, optical surface, and tabs appear in good condition and secured; the fiber connector passed the signature verification fixture test. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that at 9:26 minutes, 58,891 during a prostate procedure, the physician replaced the fiber for an unspecified reason. The procedure was completed using the second surgical fiber. Patient outcome: "ok" - there was no injury reported.